Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and patient's concern for the device.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported "adherence". Device has been explanted. This record is for the left side.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" and exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported "adherence". Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, deformation device, red particles, wear abrasion, cloudy in the gel and weight to the spec. Bubbles and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.